Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The zoll representative evaluated the device on site. The reported problem was determined to be related to set up of the device. The user attempted to shock using stat pads, instead of one-step complete pads or via the shorting plug. Once the user shorted the multi-function cable the device charged and a successful 30 joule discharge (self -test) was completed. Analysis of reports of this type has not identified an increase in trend.